Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to the event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "a tips are splitting" (product quality issue). A customer reports I/a tips are splitting after one sterilization. The surgeon noticed this after viewing the tip under the microscope. The surgeon stated this was a potential for a pc tear. On april 29, 2010, the facility medwatch form was received. The facility risk management coordinator reported that the I/a tips are supposed to be a good for 10 uses but after the first use the silicone tip splits.